Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutdown. Additionally, it was reported that the pump time was incorrect, cause was due to pump shutdown. The customer's blood glucose ranged from 174-220 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.